Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a gastrectomy procedure, the ligasure device did not seal, even though an end tone, indicating a completed seal cycle was heard. No bleeding. No tissue damage. No patient injury reported. Another device was opened to continue the procedure.

Manufacturer narrative:
Updated with new information. One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.